Event description:
It was reported that the balloon was unable to inflate when the device was used. Per additional information via email from ibc on 08feb21, the device was unable to inflate before use.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used reliavac evacuator. Visual inspection of the sample noted no obvious visible defects. The suction port was closed off and the bulb was squeezed to inflate the balloon. The balloon inflated as intended without issue. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review was not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon was unable to inflate when the device was used. Per additional information via email from ibc on 08feb21, the device was unable to inflate before use.